Event description:
It is reported that the device was implanted in 2000 and that the pt was revised in 2009 because the device was loosening and causing pain.

Manufacturer narrative:
Eval summary: the devices were in-vivo for 9+ years. Implants were not returned for eval. There is insufficient evidence available to determine probable cause of the complaint. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.